Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory it was found that the device had no telemetry. The s-ICD did emit tones with magnet application, but still had no telemetry. Further laboratory testing was performed with the same result of no telemetry. The device case was opened and a battery voltage of 9.37 volts was observed, however the no telemetry condition persisted. The battery and high voltage capacitors were removed and the hybrid was unfolded and analyzed. Upon powering up the device a series of 13 beep tones and then a pause repeated in a loop. This behavior is consistent with an issue with the oscillating crystal within the radiofrequency (rf) circuit. Analysis confirmed that, in this case, disruption of normal function caused the device to shorten the duration of the rf wake-up period, causing the loss of rf communication. Root cause of this disruption has not been determined.

Event description:
Boston scientific received information that prior to implanting the subcutaneous implantable cardioverter defibrillator (s-ICD), the field representative was able to establish telemetry and the device started to update to new software. Telemetry was lost during this process so the programmer was power cycled. Once the programmer was powered back on, telemetry was unable to be re-established even after multiple power cycle attempts. Boston scientific technical services (ts) was consulted and discussed different types of resets with the s-ICD. A quick reset was done with a magnet and beeping was heard and ts noted it was normal function for a device in shelf mode. Another magnet reset was performed and the s-ICD was still unable to be interrogated. This device was not implanted.